Event description:
Home health infusion pt receiving IV ancef 1 gm q8h via pancreatic intermittent infusion pump to catheter. On 7/29/96 pt states pump cycled on when nurse changed bag. Pt informed nurse that this was to early. Nurse told pt it would not hurt her and it would cycle again in 8 hrs. Dose IV ancef 1 gm given 5 hrs early.